Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on approximately 05/03/2026, the pediatric patient experienced a skin reaction with itching, rash, redness, pimples, dry skin, and abscess under entire patch area. The area was prepared with alcohol before placing the sensor on the body. There is no diagnostic test conducted. The skin reaction was treated with an over-the-counter topical medication (derm-aid). There was no documentation of medical intervention provided during the initial report. The patient¿s condition was unspecified. On 05/05/2026, dexcom technical support received an email from the reporter with photos of the skin reaction. Technical support called the reporter back and was able to gather additional details about the medical intervention. It was documented that the patient is known to have sensitive skin. Photos of the reported skin reaction in the complaint record were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. The email confirmed that they went to the doctor who has advised there is an abscess has developed. It has not happened before with the previous sensors, so the patient was prescribed oral antibiotics (amoxicillin 500 mg 3x a day). The patient was in good condition at the time of report. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.